Manufacturer narrative:
This case has been downgraded as it was confirmed that the reported issue involving the display was incorrect. The issue was not related to the display, but instead involved the fan guard, filter, and retainer. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a fan display issue. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Resolution and disposition are pending - investigation ongoing.